Event description:
During service of the unit a won't cycle condition with all leds and constant single tone alarm was found. Replaced integrated circuits u28, u27, u9, u25, u26, u1 on the logic board to correct the failure mode.